Event description:
On (B)(6) 2010, patient reported being out of the country for 8 days and returned on (B)(6) 2010. Patient stated since returning, his tongue has been swelling and he also has a rash. Patient reported having elevated blood glucose readings as elevated as 'hi'. Patient stated he was on prednisone. Patient reported having an allergic reaction and continued to mention his tongue was swelling and that he needed to go to the emergency room. Assisted patient with verifying basal rates. Advised patient to seek medical advice from the doctor regarding changing his basal rates and bolus. Assisted patient with disconnecting the infusion device and priming the infusion set to ensure insulin was flowing through the infusion tubing; was successful. Advised patient to reconnect and place infusion device in run mode. Advised patient to go to the emergency room. On call back from patient on (B)(6) 2010, patient reported he recently spent time in (B)(6) and did not use his infusion device during that time; was on injections. Patient stated he was having some kind of allergic reaction since his return and was placed on prednisone. Patient reported his blood glucose has been erratic since that time ranging from 80's - 500 mg/dl. Patient's normal blood glucose range is around 107/120 mg/dl. Patient stated he went to the emergency room on (B)(6) 2010 for elevated blood glucose, was treated again with prednisone and released; additional treatment information is unknown. Patient reported he continues to sweat excessively today. Advised to seek additional treatment if needed. Patient stated he would like to adjust his basal rate but does not know what the new rates should be. Advised patient to speak with hcp for instruction on new basal rates. Submitted request for additional training. Patient reported no errors/alerts were received on the infusion device. Troubleshooting found no product issues. On follow-up on (B)(6) 2010, patient reported he worked with his endocrinologist earlier today on adjusting his pm basal rates. Patient stated he has noticed some improvement in his blood glucose levels as of today but he is still on prednisone which is causing higher than normal readings. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.